Manufacturer narrative:
Product complaint#: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open folder with a suture and one detached needle outside the foil packet was received for analysis. Product code: vcpb947h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and non-conformance's no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a caesarean section (c-section) procedure on (B)(6) 2025 and suture was used. When open the package, the suture and needle were already detached. It was not a control release needle. The product was not used for the patient. Another product was used to complete the case. The product was used on the myometrium. No adverse patient consequences were reported. Additional information was requested.